Manufacturer narrative:
Analysis of the catheter, model# 8578, sn (B)(4), found no significant anomalies. Analysis of the catheter, model# 8709, lot# l73870, found the catheter body to be broken. The hole in the catheter body was determined to not be user-related. (B)(4).

Event description:
Sometime after the routine pump replacement procedure for normal battery depletion on (B)(6) 2014, the patient developed headaches/"migraines", loss of therapy, pump pocket swelling, vomiting, and difficulty sleeping. The symptoms persisted. No troubleshooting was done. Per the patient, the doctor thought that some of the issues were normal. The patient decided to have the pump and catheter explanted. On (B)(6) 2015, the pump and catheter were explanted. When the pump pocket was opened, the catheter was found disconnected from the pump. When the physician explanted the catheter, he noted there was a thick layered substance wrapped around the catheter at the lumbar site. The device system was delivering morphine. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8578, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type accessory; product ID 8709, lot # l73870, implanted: (B)(6) 2000, explanted: (B)(6) 2015, product type. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Conclusion code applies to the catheter, model# 8709, lot# l73870, for the analysis findings of the broken catheter body and the hole in the catheter body that was determined to not be user-related. Conclusion code applies to the catheter, model# 8709, lot# l73870, for the allegation of a thick layered substance wrapped around the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.